Event description:
Employee was using kit. Due to an earlier problem with the product, employee held device towards bedding when employing device and not near face. The bed linens were sprayed with blood because of what appears to be a partial filter. The supervisor of phlebotomy confirmed that the product was of new stock as they had previously ran out of product. The same employee had an earlier problem in 2004 with the same device when the tip broke off. When reporter received a verbal report from smiths on the incident, reporter was told that the problem was a partial filter and that the mfg of the product had been changed so as to prevent the problem from recurring. After not receiving the written report that reporter requested, reporter again called smiths. At that time reporter was told that they had previously given them the wrong verbal report and that the problem was "user/device interface." Smiths said another institution had the partial filter problem. Reporter rec'd a written report with the "user/device interface" explanation. Reporter doesn't understand why they would now have a problem with a partial filter when reporter was told the mfg had been corrected.